Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure the physician used a cook fusion quattro extraction balloon. A piece of the balloon detached from the catheter during use. The piece of detached balloon was retrieved endoscopically with biopsy forceps. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(6). (B)(4). Add'l comments regarding this report: the cook area rep for (B)(6) was first made aware of this occurrence on (B)(6) 2011. The nature of the complaint was not provided to the designated complaint handling unit at that time. On (B)(6) 2011, photographs taken during the procedure were provided. The exact nature of the complaint (as listed in the description of the event) was provided via email on (B)(6) 2011. This has been communicated to the appropriate personnel to ensure timely complaint reporting occurs in the future. Eval: a product eval was not performed since the product said to be involved was not provided to cook for eval. Photos taken during the procedure were provided for our review. By viewing the photographs, we confirmed the balloon component has separated from the catheter and appears to have maintained its cylindrical shape. The exact nature of the detachment and the cause is difficult to determine from viewing the photographs. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion quattro extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences during the time period reviewed. Therefore, this report represents an isolated occurrence. The likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.